Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported there was a leak in the intra-aortic balloon(iab) during therapy. The physician was called to the unit for an alarm suggesting an air leak and observed what they believed to be small amounts of blood in the gas line. The iab was removed. The indication for use was CABG (coronary artery bypass graft). There was no reported injury to the patient.

Manufacturer narrative:
The iab and optical fiber was returned completely separated in two parts with the membrane completely unfolded. The separation was 50cm from the iab tip. The pressure and extender tubing were also returned. Dried blood was observed on the exterior catheter and traces of dried blood on the interior of the membrane and portion of the catheter tubing. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed but the leak could not be located. The membrane and portion of catheter tubing having dried blood internally confirms the reported leak. Due to the condition of the returned device, we are unable to determine where or how this may have occurred since the portion of the product that was returned performed according to specification and no leak was located. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported there was a leak in the intra-aortic balloon(iab) during therapy. The physician was called to the unit for an alarm suggesting an air leak and observed what they believed to be small amounts of blood in the gas line. The iab was removed. The indication for use was CABG (coronary artery bypass graft). There was no reported injury to the patient.